Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1uc5d, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead eroded through the scalp around the site of the burr hole cover. It was noted the patient underwent chemotherapy and radiation therapy for a previously undetected cancer which may have led to the erosion of the scalp. The lead was explanted and a rescue thalamotomy was performed. A boot was placed over the left extension to preserve it in the event the patient needed to be re-implanted. The issue was considered resolved at the time of the report. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Analysis of the lead (lot# va1uc5d) revealed that the conductors in the body were cut. If information is provided in the future, a supplemental report will be issued.